Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following information was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat occlusive disease of left common iliac, utilizing 2 vbx devices as kissing stents. After surgery was completed, it was reported that the patient deteriorated. A type 1a endoleak was observed, near the aortic bifurcation. An attempt was made to treat the endoleak via endovascular surgery using a gore® excluder® iliac branch endoprosthesis (ceb231412), however due to the patient anatomy and tight space, the ceb device did not treat the endoleak. The patient underwent open surgery (aorto-bifemoral), it which non-gore grafts were then implanted. The physician attempted to create a surgical anastomosis from 1 limb to the iliac, and another limb to the femoral. However, the disease in the right iliac artery was not allowing a good surgical seal of healthy tissue, so the physician sewed the non-gore graft to the ceb device to the femoral artery. The patient tolerated the procedure. The physician suspected that the calcified aortic bifurcation ruptured during the implant of the vbx devices and was not visible during the final angiogram.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.